Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constant downstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d1: brand name, d3: device manufacturer name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. H11: the device was received for evaluation. During functional testing, 'constant downstream occlusion' was reproduced. The device was tested for downstream occlusion detection and passed. A review of the event history revealed constant/false downstream occlusion alarm. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be force sensor and tubing guide. Force sensor and tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.